Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11july2019. Field service engineer (fse) reloaded the system software, ran a real-time check, and performed a system calibration. Unit passed performance verification testing (pvt) and safety testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Caller reports that the unit is failing the calibration. The customer reported there was no patient involvement.